Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient was hospitalized on support due to a neurological event, unclear cause. Device was replaced, site noted thrombus by the inflow cannula of device. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary #hvad pump (B)(4) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event could not be confirmed via pathological examination. Post-explant functional analysis on the returned pump was not possible since the driveline was cut too short to be able to splice the driveline and then conduct functional testing. Dimensional verification did not identify any discrepancies that may have caused or contributed to the reported event. Pathology report revealed no evidence of thrombus within the pump. Visual examination revealed no abrasions on the upper/lower housing ceramic surfaces or on the superior/inferior surfaces of the impeller. Review of log files revealed power consumption to be within normal operating parameters for the last 14 days of available data. 1 low flow alarm was logged on (B)(6) 2018. The low flow limit is currently set to 2.0 lpm. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Of note, it was mentioned by the site that a thrombus was observed by the inflow cannula of the device. Based on the available information and risk documentation, the most likely root cause of the low flow event can be attributed to the reported thrombus at the inflow cannula of the device. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying diseases and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.